Event description:
Right ventricular lead integrity warning on (B)(6) 2024 (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals) and right ventricular lead impedance. Reviewed 2 hr ns episodes with caller. Non-physiologic noise was present on both episodes on right ventricular tip to right ventricular ring electrogram (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).